Event description:
The customer reported that the cine playback was intermittently not functioning, which resulted in a loss subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The image processor board was replaced. The system was found to be operating as intended.